Event description:
A peritoneal dialysis pt has reported that the cassette was leaking. The pt reported that the leak occurred while she was setting up for her treatment. A sample is available for an eval. No report of ill effect.

Manufacturer narrative:
Device history record review: the DHR of this product 050-87212 lot# 10hr08094 was reviewed and the following highlights were found: the product did not have any ncrs or deviations documented during the mfg process. All the applicable tests during the in-process and final inspections were conducted in order to ensure product integrity and were documented with acceptable results according to applicable procedures. Liberty cassette lot number: 10hr07163 used to produce code (B)(4) lot number 10hr08094 was reviewed and no issues were reported during the mfg process. The complaint database was consulted and no other complaint has been received with the same failure description for this lot. Sample analysis: (B)(4) received 3 actual samples and 1 companion sample from this code and lot. A visual analysis was performed to the samples and no damage or defect was found. A functional test with the (B)(4) was performed to the actual and companion samples with the following results: the cassette companion and actual samples did not show any problems and the treatments were completed successfully without any leaks. Conclusion: the reported complaint is unconfirmed as the samples did not show any defects. Conclusion: since the complaint was not confirmed, no corrective action is documented at this time. Fmc (B)(4) will continue to monitor and trend per current procedure.